Manufacturer narrative:
Case was submitted to the medical advisor for review. Medical advisor determined that the inratio product did not contribute to the blood clots that was reported in this complaint. Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 2.3, lab: 2.25, confidence limits: (1.4 - 3.1). Date: (B)(6) 2012, 2.6, 2.2, 2.40, (1.6 - 3.4). The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. Results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Conclusion: analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Customer's results are not considered discrepant within the context of the document variability for inr testing. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by quality assurance for corrective action (B)(4), no further action is required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012 (venipuncture at the lab, pt is not sure of time between tests). Inratio: 2.3, lab: 2.2. Date: (B)(6) 2012, inratio: 2.6 (6:30 am), lab: 2.2 (8:50 am). Pt started testing on the inratio meter about four years ago. Pt tested on the meter for nine months because she was on coumadin for nine months. Pt was recently put back on coumadin due to blood clots in her leg. Pt's therapeutic range: 2.0-2.5.